Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was admitted into the hospital during the weekend due to inappropriately shocked and delivered anti-tachycardia pacing (atp) due to supraventricular tachycardia (svt). There is no right atrial (ra) lead, and the discriminators were on, causing noisy signals on the atrial channel, high impedances out of range and a the signal artifact monitor (sam) episode recorded. The boston scientific technical services (ts) recommended to turn off the atrial sensing and daily measurements, along atrial tachy discriminators. This ctr-d remains in service. No adverse patient effects were reported.